Manufacturer narrative:
(B) (6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause classification is anticipated procedural complication as the complaint is due to a known physiological effect of the procedure noted within the directions for use. (B) (4).

Event description:
It was reported that during peripheral angioplasty procedure, a dissection occurred. The greater than 80% stenosed lesion was a tight, moderately calcified or fibrotic lesion located in the relatively straight right subclavian artery. The lesion length was approximately 40mm and the vessel diameter was approximately 6mm. First, the lesion was treated with a 5 x 4mm non bsc balloon. The physician noted some resistance during advancement of the peripheral cutting balloon to the lesion. Then, the 2 x 6mm peripheral cutting balloon was inflated one time to a nominal pressure. The lesion did not open easily. Following removal, the physician noted a small dissection on angio. The physician felt that the dissection was inconsequential as it was not flow limiting, and no intervention was done to treat the dissection. The procedure was successfully completed at that point, and patient status was reported as 'ok'. The physician did not feel that there was a malfunction of the peripheral cutting balloon.